Manufacturer narrative:
The device was returned partially deployed. The device was received with the formed needle visible in the exposed portion of the soft cannula. Upon opening the device, the hard cannula was observed to not be seated within the slide retract. Damage was observed on the slide retract where the formed needle would normally be seated. The slide retract damage was caused by an incorrectly installed formed needle. The incorrectly installed needle is the root cause of the reported needle mechanism failure. The formed needle was also observed to be damaged. Due to the needle being exposed, it could not be determined when or how this damage occurred.

Event description:
It was reported the patients blood glucose level rose to under 250 mg/dl while wearing the pod. As treatment the patient removed the pod.